Event description:
The hcp reported the pt's pain had been well controlled. The pump was explanted after 44 months due to battery depletion. It was replaced and returned to the MFR for analysis. The pt outcome was reported as pain well controlled.